Manufacturer narrative:
(B)(4). Batch # n57j9v. The analysis results that one pcee60a device was returned with no visual non-conformances and with an ecr60g cartridge reload present. The returned reload was received unfired and with the drivers damaged and the cartridge pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the sales rep that during a thoracotomy procedure, the device was fired once and was rinsed prior to second loading of a load. Tech placed load in jaws and when she was visually checking to make sure loaded correctly, she saw loose staple drivers. The load was removed and the end of the load was visibly damaged where the metal part of load was away from the plastic base/platform of the load. The second staple load and gun was not introduced into patient. There were no adverse consequences for the patient. One device and one reload will be returned.